Event description:
(B)(4). According to the information received, there was a box of 16 french catheters that were labeled "child" instead of "woman".

Manufacturer narrative:
Product has been requested but as of to date no product has been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information become available a follow-up report will be submitted.